Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging his onetouch delica lancing device was not fully penetrating his fingers when he tried to test. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported, the alleged issue first occurred on (B)(6) 2012 at 10am. The patient reported using a combination of metformin 1000mg twice a day and lantus 18 units each evening to manage his diabetes. The patient reported on (B)(6) 2013 at noon, he had less to eat or drink than usual. The patient reported 1 day later, he developed symptoms of increased urination. The patient denied receiving any treatment in response to his symptoms. At the time of troubleshooting, the cca confirmed there was no misuse of the product and this was not the first time the product had been used. The cca noted that the patient was using the correct lancets with a 30g. On review of the patient's testing technique the alleged issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported as an adverse event because, the patient claims, due to the alleged issue, he was unable to test, therefore developed symptoms suggestive of hyperglycemia.

Manufacturer narrative:
Follow-up # 1 ¿ ((B)(4) 2013). The patient¿s lancing device has been returned and evaluated by lifescan product analysis on (B)(4) 2013, respectively, with the following findings: the lancing device passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.